Manufacturer narrative:
30-sep-2024 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Nothing is hurting [no adverse event]. Brush heads keeps falling out of my mouth / detach - oral-b [device breakage]. Product counterfeit - oral-b [product counterfeit]. Case narrative: elderly female consumer reported via phone that the oral-b toothbrush heads detached from the oral-b toothbrush handle when she brushed her teeth and fell out of her mouth. Nothing was hurting. No injury was reported. 27-aug-2024 case update from information initially received on 26-aug-2024: the concomitant product lot number was 22108335to. No injury was reported. 30-sep-2024 product investigation results: the suspect product was confirmed to be oral-b power oral care refills floss action eb25 brush set 5ct. The concomitant product was confirmed to be oral-b rechargeable toothbrush handle. The product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush. No injury was reported. 07-oct-2024 case update via information initially received on 26-aug-2024: the suspect product lot number was c636 22108335to. No injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return

Event description:
Nothing is hurting [no adverse event] brush heads keeps falling out of my mouth / detach - oral-b [device breakage] case narrative: elderly female consumer reported via phone that the oral-b toothbrush heads detached from the oral-b toothbrush handle when she brushed her teeth and fell out of her mouth. Nothing was hurting. No injury was reported.